Manufacturer narrative:
Citation: el-andari, ryaan, et al. 'Surgical repair of a transannular rupture during transfemoral transcatheter aortic valve replacement.' Clinical medicine insights: case reports 14 (2021): 11795476211038126. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the rupture is unknown, but may be related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, medical article, 'surgical repair of a transannular rupture during transfemoral transcatheter aortic valve replacement' was reviewed. The case involved the aortic valve retreatment via tf tavr of an 87-year-old male to treat severe aortic stenosis. Immediately, the patient started to become hypotensive and hemodynamically unstable. Tte identified rupture of the posterior aortic root with clot formation, large pericardial effusion, and cardiac tamponade. Annular rupture was diagnosed. The 14f esheath in the right common femoral artery was replaced with a 17f arterial cannula and connected to the cardiopulmonary bypass. The 7f sheath in the left common femoral vein was replaced with a 25f medtronic multiport venous cannula placed in the right atrium. A midline sternotomy was performed during cooling and the pericardium was opened. The aorta was opened and resected to the level of the innominate artery. Also, the aorta was resected to the level of the sinotubular junction. The prothesis was removed and the native valve excised. A 21mm surgical valve was implanted. Later, the implanted valve was removed and reconstructed the aortic annulus again with a 19mm surgical valve. Postoperatively, the patient suffered acute kidney injury, peripheral edema and sore throat. After 13 days in the hospital, the patient was discharged home. Several weeks after discharge follow-up, the patient is alive and well at home.